Event description:
It was reported that during a lower anterior resection procedure, the device was used to form an end to end anastomosis at the distal end of the bowel. The first device was fired by the assistant and the donuts were incomplete, indicating an unsecure anastomosis. A second device was used in the case and once again, after being fired by the assistant, there was incomplete donuts as it became evident that there may not be enough bowel to try again. The surgeon over-sewed the anastomosis to ensure its integrity and the case was completed.

Manufacturer narrative:
(B)(4).